Event description:
The customer observed a single patient sample that was associated with the incorrect sample ID when processed using the (B)(4) laboratory automation system. Mis-association of patient a patient sample ID and results may lead to inappropriate physician action. No erroneous results were reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the single sample involved was identified by the customer in response to ocd customer communication (B)(4). The sample posted an rfid cross check error when exiting the (B)(4) system. For (B)(4) laboratory automation systems with tcautomation' software versions 2.8.2 and below, incorrect sample ids may be electronically written to the radio frequency ID (rfid) tags on the sample carriers, resulting in sample ids being associated with an incorrect sample and corresponding results. The definitive root cause has not been determined. A software and hardware correction is forthcoming that will mitigate this issue.. The customer has implemented internal processes to review rfid cross check messages prior to reporting any patient results from samples processed on the (B)(4) laboratory automation system. The FDA's (B)(4) district office has been notified of this issue.